Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after a seal cycle, it was no longer possible to open the device. The surgery was converted to open and the vessel was sutured in order to remove the device. There was no pt injury.